Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since implant, "it didn't work" when the patient was moving. It was explained when they were moving, the stimulation would change from their arm to their neck and would move around their body. The patient would have to find the right spot to move at a certain angle. It was noted that it would work if they were inactive. No further complications were reported or anticipated.